Event description:
Pt alleged discrepant results with the meter compared to the lab. Pt has been consistent in her therapeutic range of (2.0 - 3.0) until getting this new box; then inr on meter was 1.2 - 1.4 for about three weeks despite raising the coumadin dose per dr's recommendation. Pt had nose-bleeds for a new few weeks and finally she went to lab on (B)(6) 2011 where inr = 8.4. The coumadin dose was held. Pt tested on (B)(6) 2012 and got inr = 2.3 in the lab and 1.2 on her inratio meter a few minutes later.

Manufacturer narrative:
Investigation pending.